Event description:
It was reported through the results of the clinical trial that during stent placement on the right leg for occlusion on the common and external iliac artery, the subject had an adverse event of peripheral embolism in the right leg outside of the stent. Reportedly, the adverse event was not related to study device but causally related to study procedure. It was further reported that approximately three days post stent placement procedure, the subject had an adverse event of occlusion of the left brachial artery and critical ischemia of the left hand. Reportedly, the adverse event was not related to study device but possibly related to study procedure. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: based on the event information provided there is no indication that a manufacturing process may have caused or contributed to the reported issue. Therefore, a DHR review is considered to be not required. Investigation summary: the stent remains implanted. X-ray images were not provided for evaluation. The evaluation of the material available is subject to the retrospective assessment as part of post-market clinical follow-up (pmcf) activities. Thrombosis and restenosis may be related to the general condition of the patient, the vascular conditions of the patient, or medication. No irregular stent placement during index procedure and no deficiency of the placed stent, such as deformation or fracture was reported. There is no indication that the reported embolism that occurred during the stent placement procedure, is related a deficiency of the stent delivery system. Based on the information available the reported restenosis as well as the reported embolism could not be verified. The investigation needed to be closed with inconclusive result. Based on the evaluated information, no clear root cause for the reported event could be determined. Labeling review: relevant labeling supplied with this product was reviewed. Potential complications and adverse events which may occur during use of the device were found to be referenced in the instructions for use, e.g., restenosis, stent thrombosis / occlusion or vessel occlusion. Holding and handling of the system for regular deployment was found sufficiently described. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial that during stent placement on the right leg for occlusion on the common and external iliac artery, the subject had an adverse event of peripheral embolism in the right leg outside of the stent. Reportedly, the adverse event was not related to study device but causally related to study procedure. It was further reported that approximately three days post stent placement procedure, the subject had an adverse event of occlusion of the left brachial artery and critical ischemia of the left hand. Reportedly, the adverse event was not related to study device but possibly related to study procedure. The current status of the patient was unknown.